Event description:
During a coronary stent procedure of a pre dilated lesion in the rca, the physician was unable to cross the lesion and encountered resistance during removal. He elected to remove the entire system. He was able to retract as far back as the sheath and when he attempted to remove through the sheath, the stent dislodged. Attempts to locate the stent were unsuccessful and the undeployed stent remains in the patient. Patient status is listed as "okay".